Manufacturer narrative:
It was reported that the compressor mini was not working. The ventilator was investigated by our field service engineer (fse). Our fse found that the transformer was defective. The reported problem was solved by replacing the defective transformer. Since no goods was returned for further investigation the root cause cannot be determined.

Event description:
It was reported that the compressor was not working. There was no patient involvement. Manufacturer's ref.#: (B)(4).